Manufacturer narrative:
The insulin pump was received with protruded and or loose drive support disk, minor scratched display window, and cracked reservoir tube lip. The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded and or loose drive support disk.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer's insulin pump was alarming and squirting insulin out during manual prime. Customer was changing his infusion set when the device alarmed. The drive support cap is protruded. Customer's blood glucose is 105 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.